Event description:
It was reported that the patient presented remotely via a merlin.net transmission. The ventricular lead exhibited noise. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.